Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Additional and/or corrected data.

Event description:
This is follow up#1 to report on 16/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal¿ hernia surgery and was implanted with an unknown strattice device on (B)(6) 2022. The patient underwent a ¿robotic assisted laparoscopic incarcerated incisional ventral hernia with mesh measuring 9 cm x 3 cm; robotic assisted laparoscopic recurrent incarcerated incisional ventral hernia repair with mesh measuring 4 cm x 2.5 cm; robotic lysis of abdominal adhesions for 1 hour; robotic explantation of prior hernia mesh¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal tenderness.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances, bending, and doing yard work.¿ patient ¿has difficulty participating in family activities.¿ patient¿s ¿stomach is scarred and disfigured which causes [them] embarrassment.¿ patient ¿wears an uncomfortable abdominal binder.¿ patient " is fearful [they] will suffer another hernia.¿ ¿these injuries contribute to [the patient¿s] anxiety and depression.¿ the form lists the conditions that were treated were ¿sigmoid resection with coloproctostomy; colostomy takedown with transverse colon resection & side-to-side functional end anastomosis; repair of parastomal hernia with mesh 20 x 25 cm; extensive lysis of adhesions; bilateral ureteral stent removal; seprafilm applied to anterior bowel wall just below fascial closure; wound vac¿ between on (B)(6) 2022. The patient underwent ¿robotic assisted laparoscopic incarcerated incisional ventral hernia repair with mesh measuring 9 cm x 3 cm; robotic assisted laparoscopic recurrent incarcerated incisional ventral hernia repair with mesh measuring 4 cm x 2.5 cm; robotic lysis of abdominal adhesions; robotic explantation of prior hernia mesh¿ on or about on (B)(6) /2023. The patient has received treatment for ¿anxiety & depression¿ from 2021 to present. The ppf form also indicates that the patient was implanted with two non-abbvie devices, ¿covidien symbotex lot#: pxc0100x, covidien symbotex mesh lot#: pxc2106x¿ on (B)(6) 2023. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.